Event description:
Additional information received indicated the patient did not miss any high voltage therapy while the device was in backup mode. Additionally, the patient experienced dyspnea due to the event.

Event description:
It was reported that the device entered a power on reset backup mode with no high voltage defibrillation therapy due to an unknown reason. It is unknown if the patient missed any high voltage therapy while the device was in backup mode. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.